Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user observed insulin leaking from a cartridge while filling, and the plunger protruded through the bottom of the cartridge; the user then used a new cartridge and successfully filled it, indicating a cartridge-related issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to further define a specific device problem or component beyond the reported leaking cartridge and plunger protrusion. It was concluded, based on previously established findings for similar reports, that the cause was not established.